Manufacturer narrative:
No button error alarm noted. Unit had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery or failed battery test alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed failed battery and button error. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 80mg/dl at the time of the incident. It was reported that the customer's father removed the battery prior to clearing failed battery alarm and received button error after re-inserting the battery. It was reported that there was no response from any button but the time on the display advanced. The insulin pump will be returned for analysis.